Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that for over a month now, their implant gets hot and they start to feel a burning and tingling sensation. Agent asked, patient confirmed that it's not the external device that's getting hot. Patient also mentioned that they were advised by the hcp to get an MRI, however, the radiologist mentioned that it might be risky so they're scheduled to have a CT scan instead. Patient mentioned that they've been reaching out to reps however, they're not able to get hold of any one of them. Agent sent a message to the field for visibility.